Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assemblies. It was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the she was trying to bolus but the buttons were not responding; she received a low battery alert, changed the battery but the buttons were still unresponsive and then the insulin pump alarmed button error. The customer stated she was unable to clear the alarm. Blood glucose value was 138 mg/dl. The customer stated that it is possible that the device was exposed to moisture since she was wearing it against her skin. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.